Event description:
User facility medwatch (report number mw5117466) was received. It was reported during an open reduction internal fixation surgery of the patient's left radius, the tip of the driver broke in the head of the screw when the screw was being tightened by the physician. Attempts were made to retrieve the driver tip fragment to no avail. The driver fragment was flush with the screw and was left in the patient. No other adverse patient consequences were reported. This report is related to report number 3025141-2023-00327 for the screw involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.